Manufacturer narrative:
This report is submitted on 08 november 2019.

Event description:
Per the clinic, the patient experienced pain and nerve stimulation at implant site and subsequently was hospitalised (date and duration not reported).